Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2016 with the following findings: during testing, the display was dim and discolored. The battery compartment was observed to be cracked. Unrelated to this issue, the audio bolus button cover was damaged. The button responded properly during testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue and damage to the battery compartment. This report is made based on results of investigation completed on 01/26/2016.